Manufacturer narrative:
Physio-control evaluated the customer's device and found process residue on component c156 on the analog pcb. The process residue had caused an electrical short which led to both the customer's complaint and the critical error code. The customer's device was destructively tested, and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device logged a critical error code that may result in defibrillation therapy being unavailable, if it is needed.